Event description:
It was reported through clinic notes dated 09/20/2011, that the patient had been experiencing more intense seizures over the last three months. During that appointment, the patient's generator could not be communicated with and it is suspected by the physician that the patient's generator is at end of service. It was also noted that the patient was no longer responding to magnet activations. A battery life estimation was performed and the results were negative. While it is suspected that the battery is currently dead, it is unknown if this contributed to the patient's change in seizure pattern over the last three months. Attempts for additional information have been unsuccessful to date. Surgery is likely but has not occurred to date.

Event description:
An implant card was received on (B)(4) 2012 indicating that the patient underwent revision surgery on (B)(6) 2012. On the implant card, it indicated that the reason for the replacement was end of service with near end of service = yes. Lead impedance was marked as ok. Attempts for additional information have been unsuccessful to date. The product will not be returned as the site does not return explanted devices.